Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09164. The pt received the scs system on (B)(4) 2009. It was reported, the physician explanted the pt's scs system as the pt complained of discomfort at the ipg implant site. The pt also reported the stimulation was not effective and did not help with pain mgmt. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.